Event description:
According to the event description: the equipment was reported to be involved in patient events. According to the data received, 6 patients presented symptoms of hyponatremia, and 3 of these patients needed to be admitted to the intensive care unit (ICU). This event is being reported for 1 identified patient event. Symptoms during dialysis: blurred vision, cramp, upper limb paresthesia and chills t: 34.1°c and bp: 168/70mmhg. Measures: observation in emergency room for 2 hours. Medication: hydralazine 50mg, paracetamol; glucose solution 50% - 4 ampoules, sodium clhoridre 0,9% 200ml. Patient discharge at the same day.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar devices are sold in the united states by b. Braun medical, inc. Primary unique device identifier (UDI) # for similar device: (B)(4). It was reported that during several therapies the patients developed symptoms of e.g. Nausea, weakness, vomiting hypotension and cramps. For these situation 8 complaints ((B)(4)) were opened and summarized in collective registration (B)(4). Fault analysis: the received picture shows 2 measuring devices hdm97pocket to compare the conductivity of these 2 devices. The used hdm97pocket in these cases is ean0463. This device shows a temperature of 34,58 °c and a conductivity of 13,84 ms/cm. The other hdm97pocket ean0473 shows a temperature of 34,20 °c and a conductivity of 12,58 °c. This corresponds a temperature deviation of 0,38 °c and a conductivity deviation of 1,25 ms/cm. These 2 measuring devices ean0463 and ean0473 were sent to the external laboratory "trescal" and were checked. Ean0463 shows a deviation of 0,650 ms/cm and the ean0473 shows a deviation of 0,77 ms/cm. The deviation of ean0463 matches the reported patient´s symptoms. The allowed tolerance described in the IFU and the service manual is for conductivity ± 0,2 ms/cm and for temperature -1,5 / + 0,5 °c. Therefore, the 2 hmd97 pocket are out of tolerance. If the conductivity sensors are calibrated incorrectly, there is a risk for patients caused by a too high or too low composition (na) of dialyzing fluid and to develop respective symptoms. In this case a too low composition of sodium occurred. For the 2 complaints (B)(4) no further information was received. It was reported that the customer did not remember on which machines exactly the patient´s harms occurred. But as only 1 technician supervised this customer and this technician has only 1 measuring device, the ean0463 was used on these 2 machines also. A machine data record investigation was performed in cases where a record was available, but in general, a wrong conductivity calibration cannot be derived from a machine data record. The root cause for the complained situation is a not correct calibrated measuring device hdm97 pocket ean0463. Risk assessment: if the conductivity sensors are calibrated correctly, there is no risk to patients, users and third parties. If the conductivity sensors are calibrated incorrectly, there is risk for patients caused by a too high or too low composition (na) of dialyzing fluid and to develop respective symptoms. In the IFU of the ibp hdm97bq measuring device is described: · if the acquired values seem to be not believable, make sure that the hdm97pocket is not defective" risk analysis of the device: dialog+ risk analysis sw 9.xx v14.0 d+-iii-ddd 03.02-0384 [v08]. Risk analysis ID: (B)(4). Foreseeable sequence of events: service technician uses wrongly calibrated measuring equipment, which indicates too high conductivities. After calibration, all conductivity sensors will indicate too high conductivity as well. Eventually, less acid concentrate is required to reach the set conductivity for the closed loop controller, which lead to too low sodium concentration in dialyzing fluid. Sodium concentration in dialyzing fluid lower than 120 mmol/l. Hazard: physiological hazardous situation from hsl: blood is dialyzed or infused (hdf-online) with too low composition (bacl) of dialysing fluid. Harm: osmotic haemolysis > xx %. Hyperkalemia / embolism (organ shock) / shock / death risk before measures: severity: critical probability: improbable this is located in the barei-region of the risk-graph (yellow). Measures: rml-2479: notification in the service manual: "only use calibrated measuring equipment" rml-2476: training for technicians risk after measures: severity: critical probability: incredible this is located in the bar-region of the risk-graph (green). Risk analysis ID: (B)(4). Foreseeable sequence of events: service technician uses wrongly calibrated measuring equipment, which indicates too low conductivities. After calibration, all conductivity sensors will indicate too low conductivity as well. Eventually, more acid concentrate is required to reach the set conductivity for the closed loop controller, which lead to too high sodium concentration in dialyzing fluid. Sodium concentration in dialyzing fluid higher than 160 mmol/l. Hazard: physiological hazardous situation from hsl: blood is dialyzed or infused (hdf-online) with too high composition (bacl) of dialysing fluid. Harm: hypernatremia > 160 mmol/l / cramping / unconsciousness / death risk before measures: severity: critical probability: improbable this is located in the barei-region of the risk-graph (yellow). Measures: rml-2279: notification in the service manual: "only use calibrated measuring equipment" rml-2476: training for technicians risk after measures: severity: critical probability: incredible this is located in the bar-region of the risk-graph (green). The product risk analysis will be adapted within an approved project. Measures: since the continuous trend evaluation of the complaints showed an increase in frequency of occurrence of this situation, an approved project was initiated.